Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter (onetouch verioiq) displayed an "error 4" message. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned on (B)(4) 2015 and evaluated by lifescan product analysis on (B)(4) 2015 with the following findings: error 4 message is observed in the error log, but the error 4 was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.